Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a cardioversion. It was noted that the patient was in atrial fibrillation. The ra lead exhibited a low pace impedance measurement of less than 200 ohms. Noise was observed but was not being oversensed. Technical services noted it was possible that this was a transient condition due to the cardioversion or medical condition. The rep noted the plan was to continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.